Event description:
It was reported that the device would not deliver defibrillation therapy. This failure was found during testing and was not involved with a patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.